Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was admitted to the emergency room on (B)(6) 2017. The caller reported the customer experienced a low blood glucose of 21 mg/dl from a blood transfusion and lack of food. The insulin pump was removed from the customer and his blood glucose rose to 48 mg/dl. The customer was treated with food and glucose tablets. The caller reported the customer was ill before being hospitalized from many surgeries to the heart and foot. The customer was wearing the insulin pump at the time of hospitalization. The caller also believed the insulin pump over-delivered insulin to the customer's body, causing the low blood glucose. The insulin pump will be returned for analysis.